Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per hospital facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime last year.